Manufacturer narrative:
(B)(4). Results: visual inspection of the product found the optic torn and one haptic torn off. There was evidence of surgical residue. An investigation is in progress for lens tears under iaca # (B)(4). (B)(4).

Event description:
An aq2010v model lens tore while it was being inserted. The lens was implanted and removed with no patient injury or complications.